Manufacturer narrative:
During processing of this complaint an attempt was made to obtain complete event information. A search of the complaint fileswas not possible as no lot number was provided. The device was not returned to vasorum ltd. For examination. Based on the information received the implant remained in the patient and was not explanted. The procedure was completed using manual pressure. The physician involved elected to see if the matter settles down followed by close monitoring of the patient. At the time of this MDR submission no additional updates were reported on the case. All available information has been placed on file in the customer complaint files of vasorum ltd. For appropriate tracking, trending and follow-up. No corrective/preventative actions will be taken at this time. This report is the final report being submitted by vasorum ltd.

Event description:
It was reported that the patient had a procedure and during closure the celt plus failed and deployed in the soft tissue. The closure procedure was completed with manual pressure.there was minimal bruising at the access site and no visible hematoma or internal hematoma as an ultrasound was done before her discharge. Upon a follow up with the patient concerns were raised by the patients family due to the patient experiencing lightheadedness and the bruising had worsened. The physician carried out an office ultrasound which demonstrated a few enlarged lymph nodes, and foreign body reactions (inflammation) likely around the metal star of celt. No significant soft tissue hematoma. No signs of systemic infection observed.